Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) ¿ the dentist reported that the dental implant had to be removed 1 year and 6 months after its installation because the patient was in pain. The installation was done in intraoral region 6#, 20 ncm of primary stability was achieved, the patient presented insufficient bone quality/quantity (bone type ii) and fenestration occurred during surgery.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that the dental implant had to be removed 1 year and 6 months after its installation because the patient was in pain. The installation was done in intraoral region 6#, 20 ncm of primary stability was achieved, the patient presented insufficient bone quality/quantity (bone type ii) and fenestration occurred during surgery.